Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level when went to hospital due to back pain but they experienced high blood glucose level and treated with insulin shot. Customer's blood glucose value was 410 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.